Event description:
It was reported that post op a lap sigmoid that converted into an open colon procedure where the surgeon performed a right and left colectomy anastomosis, the device worked properly for the procedure. The patient never left the hospital after this procedure. The patient had to be taken back to surgery for another open colon procedure. It was determined that the patient's original anastomosis split wide open. The surgeon noticed that the staples were formed properly from the first procedure. The leak was fixed and over sewn. The patient was given a temporary ileostomy and will remain in the hospital and is in stable condition. The devices were discarded. The patient had elevated blood pressure and elevated white blood count with a history of cancer.

Manufacturer narrative:
Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.